Event description:
The pt experienced a loss of therapeutic effect following a reprogramming session the week prior. He was admitted to hospital with muscle rigidity, dysarthria, and difficulty walking. The outcome is unk. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4).